Event description:
Healthcare professional reported right side deflation, "calcified granulomas", "baker grade IV, severe capsular contracture, painful, hardening of breast, and deformity". The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV,granuloma, deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ deformation: observed creases on device. ¿ calcification: not observed. As per the investigation procedure, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation, "calcified granulomas", "baker grade IV, severe capsular contracture, painful, hardening of breast, and deformity". The device has been explanted and replaced.